Event description:
The customer reported that the tip to secure balloon has broken off completely during preparation for use involving an olympus bronchofibervideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.